Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A physician reported that, after intraocular lens implantation surgery, the leading haptic came out straight. Two weeks after the surgery, there was a dislocation of the lens. Hence the doctor repositioned it. Additional information has been requested.